Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case- (B)(4). Eriksson k, anderberg p, hamberg p, löfgren ac, bredenberg m, westman I, wredmark t. A comparison of quadruple semitendinosus and patellar tendon grafts in reconstruction of the anterior cruciate ligament. J bone joint surg br. 2001 apr;83(3):348-54. Doi: 10.1302/0301-620x.83b3.11685. Pmid: 11341418.

Event description:
It was reported that on literature review ¿a comparison of quadruple semitendinosus and patellar tendon grafts in reconstruction of the anterior cruciate ligament¿, after the procedure suing the endobutton, 11 patients had an arthroscopic revision. No further information is available.

Manufacturer narrative:
Investigation was updated: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and instructions for use/device labeling review could not be conducted. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.